Event description:
During implantation of a custom made humeral nail, the proximal screw seized up making it impossible to insert the screw completely. 2/6/97, the surgeon tried to insert the screw again with the correct screwdriver, without success. On 4/9/97, the surgeon removed the screw by the help of a jacobs chuck. This event did not cause an adverse consequence to the pt.

Manufacturer narrative:
Summary of evaluation. Teh evaluation results of the returned alta transverse screw suggest that the cause of this event would be attributed to the alta transverse screw not being designed for use with the custom made humerus nail implanted during this surgery.